Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During follow-up a pertioneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was hospitalized on (B)(6) 2016 due to peritonitis. The nurse reported the peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatments. The nurse stated no fluid leaks were reported during treatment prior to the documented infection. Per pdrn the patient was discharged from the hospital on (B)(6) 2016 and as of (B)(6) 2016, the signs and symptoms of peritonitis were resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
(B)(6).there was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain additional laboratory results for review.

Event description:
Medical records were received and reviewed. On (B)(6) 2016, the patient experienced cloudy effluent, abdominal pain, febrile, and chills. On (B)(6) 2016, the patient was admitted to a hospital, pd fluid was cultured, clostridium difficile was isolated via polymerase chain reaction, and the patient was diagnosed with peritonitis. The patient's pd nurse reported that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On an unknown date during the admission, a troponin I laboratory specimen was collected and showed an elevated value with no acute coronary syndrome, but was thought to be related to renal failure. On an unknown date during the admission, the patient was administered levaquin (levofloxacin) and fluconazole; route and dose regimens unknown. On (B)(6) 2016, the patient was discharged from the hospital. As of (B)(6) 2016, the episode of peritonitis resolved, the patient continues ccpd therapy without further issues, and it is unknown if the patient completed their prescribed antimicrobial therapy.